Event description:
Information received by medtronic indicated that the customer reported damage on the pump. Troubleshooting was performed and found that location of the damage started from the battery compartment side all the way to the front and side of the pump. Customer stated that the insulin pump has neither been bumped nor dropped. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump. Mmt-1884l was requested, and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (stained) and retainer knit line damage. Cosmetic damage was confirmed at battery compartment. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.